Event description:
It was reported that prior to use, the pi had fault detected. The problem was not resolved through troubleshooting. There was no patient impact in this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: nim4cpb1, serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Nim4cm01, serial number: (B)(6) lot number: 228872736. H3: analysis has not confirmed the customer's complaint. The device has been received in good condition. No anomalies have been found. Software has to be updated. Version 1.5.4 is present. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: nim4cpb1, serial number:(B)(6) lot number: 229532008. H3: analysis has not confirmed the customer's complaint. The device has been received in good condition. No anomalies have been found. Software has to be updated. Version 1.5.4 is present. Previous codes b17, c20 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.